Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an (B)(6) year old male patient's infusion set's tubing broke from the plastic connection causing no insulin being delivered. At the time of the event, his glucose level was around 390 mg/dl for the first night, and 350 mg/dl for the second night, for which he changed the tubing and administered a correction bolus via pump. There was no damage to the infusion sets when the package was first opened. This issue occurred with one set. Reportedly, he changed his infusion set and resumed insulin successfully. No further information available.